Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Testing revealed that the reservoir connecting tubing was broken. Two weeks later, a surgical procedure was performed and the pump was removed and replaced. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Also, it was identified that the pump tubing was cut down and it was not returned for analysis. Based on the information available and analysis results, the reported clinical observations of hole/perforated were not confirmed.

Event description:
It was reported that the patien presented at the hospital with an inflatable penile prosthesis (ipp) that was not working properly. Testing revealed that the reservoir connecting tubing was broken. Two weeks later, a surgical pocedure was performed and the pump was removed and replaced. There were no patient complications.